Event description:
Had an appointment to have an MRI scan of the prostate performed at (B)(6) medical center. I did not have an MRI before. The MRI was ordered with and without contrast. About 15-20 minutes into the MRI without contrast I experienced serious nystagmus, tingling in the fingers, then shaking of the fingers and hands, the feeling of not being able to breathe, a serious blood pressure crisis and that I was about to pass out. I had to squeeze the emergency ball to stop the procedure. The technician had to stop the procedure, and I was on the verge of fainting, however, they wanted to finish the scan which was done. I was asked to sit up and I needed help with that, I was shaking, I had extreme vertigo, I had a blood pressure and pulse crisis, the doctor on call had to come and I had to be brought into the nurses' station for recovery. The scan could not be continued, and no contrast was administered. I had to wait in the nurses station for 30 minutes until it was deemed safe for me to leave. After this incidence I was not able to get rid of the vertigo, I needed help for standing upright and for a week I had to hold on to tables or chairs so I could stand. A week later I experienced a serious fall during a walk outdoors due to losing my balance and I injured myself. It is now 2 weeks after the procedure and I still cannot look up without getting very dizzy and I continue to have vertigo. I have to be very careful with walking since I do not want to fall again. Additionally, I have increased ringing in the ears that is bothersome. This MRI caused me serious health issues that are long lasting.